Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360. Their customer stated that pump was programmed for parenteral nutrition on (B)(6) 2024, starting at 06:00 pm, with a total volume of 1560ml for 24 hours at a rate of 65 cc/hour. During use, the pump did not trigger any occlusion alarms, indicating it was functioning properly. On (B)(6) 2025, the patient, at 01:00 pm, had a blood glucose level of 69 mg/dl, and the control was repeated at 02:00 pm with a result of 62 mg/dl. At 03:00 pm, the new control showed a glucose level of 52 mg/dl. At which point a 10% dextrose bolus of 90 cc was administered. The parental nutrition was adjusted to the new dosage around 4:50 pm, duo to a metabolic flow adjustment. Upon review, it was observed that the administered volume was excessive, but after checking the pump, it was confirmed that it was correctly programmed and functioning normally. The total volume administered at the point was 30 cc. The situation was reported to the on-duty pediatrician. It is unknown if the product is available for evaluation. The event occurred during patient use and it is unknown if anyone was harmed as a result of this event. (B)(6) 2025.

Manufacturer narrative:
The device was found with the correct date, but the time was 4 minutes ahead. Analysis, summary and conclusions of the event history: according to the date, time and programming reported by the customer, the infusion related to the event on december 26, 2025, was programmed correctly but the device never started the delivery of nutrition, because the user entered the ¿pause¿ option and until the next day (21 hours 54 minutes later), the user canceled the ¿pause¿ mode, and started the infusion until (B)(6), delivering 36 ml in two infusion attempts. The programmed volume of 1560 ml on (B)(6) was not delivered because the user activated the pause mode, according to the events found in the history, this was the reason why the device did not deliver the nutrition infusion. It was not due to air, occlusion alarms or malfunction. The customer's protocol tests determined that the device worked 24 hours without interruption and the infusion was completed without over-delivery or alterations in the values. Delivering what was programmed. A keyboard test was performed to verify that it did not self-program. Each key works correctly, the test passed correctly. Regarding the operation of the device, it can be concluded that, during the customer's protocol and the product verification tests, the device infused correctly without over-delivery, did not generate technical faults or alarms, or overprogramming caused by the keyboard. Probable cause: according to the event found, it is determined that the probable cause was user error when programming the device, because the user entered pause, and until the next day (21 hours later) the user disabled this mode. For this reason, the device did not infuse nutrition to the patient. According to the tests performed and the client protocol, the device was found to be in normal operating conditions, delivering what was programmed without inaccurate deliveries. This update is done to confirm that it was indeed user error according to the events found.